Manufacturer narrative:
The fluidics controller pcba was received for evaluation. A visual inspection of the fluidics controller pcba did not reveal any non-conformity. The fluidics controller pcba was installed on a calibrated centurion system. The system was turned on and allowed to boot. The system successfully booted. The fluidics controller pcba was functionally tested. The fluidics controller pcba passed test. The fluidics controller pcba was found to drive the vitrectomy function normally. Therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was confirmed. The fluidics printed circuit board (pcb) controller was replaced to resolve the issue. As part of the preventive maintenance (pm), the software was revised. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 5, 2015. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming fluidics controller pcb. However, how that fluidics controller pcb became non-conforming remains inconclusive. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the vitreous probe sometimes does not work during testing. There was no patient involved.